Event description:
It was reported to philips that the heartstart mrx defibrillator failed the calibration test. There was no reported patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is based on information provided by the philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint about the heartstart mrx defibrillator failing the user attempted calibrations. The fse evaluated the device and the users. The device had a message on it saying calibration is overdue for co2 and non-invasive blood pressure) (nibp). This is a routine requirement of the device to be calibrated. The user was instructed on how to perform the calibration properly. The device was calibrated and passed all testing and was put back into use. The device was not malfunctioning. No further action is required at this time. Based on the information available and the testing conducted, the cause of the reported problem was the user not performing the calibrations properly. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The device was calibrated and put back into service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.